Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Event problem codes: the information was supplied by the manufacturer, not the user facility. This report was mailed to the FDA on: 11/16/2007. Additional information has been requested by mail on 10/18/2007 and by phone on 10/31/2007. To date, a completed questionnaire has not been received.

Event description:
The facility reported a patient complained of a problem following cataract extraction and intraocular lens (iol) implant surgery. The surgeon noted the haptic had bent completely back onto itself and stuck to the optic. The lens had tilted in the capsule. The iol was repositioned successfully 14 days following the initial iol implant surgery. The patient is reported to be doing fine.